Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd veritor ¿ sars-cov-2 & flu a+b 6 false positive results were obtained by the laboratory personnel. The customer stated that results were not reported out so there was no report of patient impact. Eua (B)(4). The following information was provided by the initial reporter: " customer problem: ver 256088 persisting flu a false positives. "

Manufacturer narrative:
H.6. Investigation: this summarizes the investigation results regarding the complaint of persisting false positives for flu a with kit (rapid detection of sars-cov-2 & flu a+b (material # 256088), batch number 1292069. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided and no relevant issue was found. The complaint was unable to be confirmed via the retain samples. The root cause could not be identified. A trend analysis for false positive was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.

Event description:
It was reported that while using bd veritor ¿ sars-cov-2 & flu a+b 6 false positive results were obtained by the laboratory personnel. The customer stated that results were not reported out so there was no report of patient impact. Eua203152 the following information was provided by the initial reporter: " ¿ customer problem: ver 256088 persisting flu a false positives. "